Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred after a reboot. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 14-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the problem with the drawer was caused by firmware, not hardware. The field service engineer (fse) found that the enhanced full-height drawers worked correctly until the bio ID driver updates were installed. After installation, the firmware was updated by the firmware updater that had been sent to the station and applied during reboot. The fse attempted to run a downgrade firmware package, but it did not work. The drawer continued to function properly in hta but not in the application. The fse worked with a technical support specialist (tss) to try different software solutions to correct the issue with the cubie drawers being off the bus in the application. The tss consulted with a pse (product support engineer), and they determined that the newly released bio ID driver was not compatible with the 1.4.4 es application. Due to the corruption and incompatibility of the new bio ID driver with the 1.4.x application, cubie drawer 2 failed. There was no way to roll back the drivers. The fse and tss attempted to reimage the drive, but the image console failed. Copied a windows 10 base image to the drive and then reinstalled all 1.4.4.1 software, rolling back the lumidigm bio ID to the previous version. The fse completed reimaging the station and replaced the bio ID. After testing, both the bio ID and drawers worked perfectly. The system functioned as intended after the technical support specialist and field service engineer together troubleshot the device.